Event description:
A peritoneal dialysis (pd) patient reported that a fluid leak was discovered upon completing pd treatment. When the patient was removing the cassette after treatment there was fluid discovered in the pump module area and on the exterior of the cassette. It was unknown where the leak was coming from. The patient was issued a new cycler. In a follow up with the patient's pd nurse it was confirmed that the patient did not have and harm, adverse event, or intervention associated with the fluid leak. The cycler set is not available to return for investigation. The cycler is available to return for investigation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. One complaint product sample was received from the patient with original package identified with code number 050-87216 and lot number 22jr08062. The complaint product sample was visually inspected and no damages were observed in film or hard plastic of cassette; the cycler set is acceptable. In addition, the sample was tested in the cycler machine and worked as intended without any abnormalities during the tested period, no alarms were experienced. The device history review does not show any non-conformances, deviations or associated rework related to the alleged complaint description. The alleged failure stated in the complaint was not confirmed during the evaluation of the sample.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that a fluid leak was discovered upon completing pd treatment. When the patient was removing the cassette after treatment there was fluid discovered in the pump module area and on the exterior of the cassette. It was unknown where the leak was coming from. The patient was issued a new cycler. In a follow up with the patient's pd nurse it was confirmed that the patient did not have and harm, adverse event, or intervention associated with the fluid leak. The cycler set is not available to return for investigation.

Manufacturer narrative:
Correction for g.3. Date on follow up #2 MFR report number 8030665-2023-00170: the correct g.3. Date should have been 5-10-2023.

Event description:
A peritoneal dialysis (pd) patient reported that a fluid leak was discovered upon completing pd treatment. When the patient was removing the cassette after treatment there was fluid discovered in the pump module area and on the exterior of the cassette. It was unknown where the leak was coming from. The patient was issued a new cycler. In a follow up with the patient's pd nurse it was confirmed that the patient did not have and harm, adverse event, or intervention associated with the fluid leak. The cycler set is not available to return for investigation. The cycler is available to return for investigation.

Event description:
A peritoneal dialysis (pd) patient reported that a fluid leak was discovered upon completing pd treatment. When the patient was removing the cassette after treatment there was fluid discovered in the pump module area and on the exterior of the cassette. It was unknown where the leak was coming from. The patient was issued a new cycler. In a follow up with the patient's pd nurse it was confirmed that the patient did not have and harm, adverse event, or intervention associated with the fluid leak. The cycler set is not available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.